Event description:
It was reported by the pt's legal counsel that the pt received a tkr on (B)(6) 2010. Due to pain, the implants were revised on (B)(6) 2011.

Manufacturer narrative:
A review of the implant's mfg records indicate that it was made to spec. Very little info has been obtained to determine root cause. Should add'l info be proved to further this investigation, this report shall be updated.